Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Damage was noted to the catheter shaft between electrode ring 4 and the distal tip. Microscopic inspection of the distal shaft revealed damage to the catheter shaft between electrode rings 3 and 4. In addition, conductor wire 3 was noted to be protruding from the shaft material at the distal edge of electrode ring 4, due to the detected shaft damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported exposed wire remains unknown.

Event description:
This report is to advise of an exposed wire noted during analysis.